Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie pocket lid was broken. The customer reported that the malfunction occurred when the user was trying to pull medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie lid was broken in drawer 3.1. A field service engineer remoted in and released the affected cubie. The user was advised to have pharmacy person recover the cubie pocket. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie pocket lid was broken. The customer reported that the malfunction occurred when the user was trying to pull medication for the patient. There were no adverse events or injuries reported based on this incident.